Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) was protruding from the skin surface after the procedure. Proper hemostasis was not achieved after the device was removed from the patient¿s body. The device was prepared and used according to the instructions for use (IFU). The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.